Manufacturer narrative:
H3: neither product nor pictures were product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.no device history record was reviewed since lot number was not provided.

Event description:
It was reported that the patient previously experienced a signal issue with their pump, which was resolved after the extension tubing was changed. The patient was advised that no further issues had occurred since. The pump serial number was unknown. It was mentioned that the incident happened late, and the patient did not want to contact the pharmacy at that time. The pharmacist advised that an emergency line was available for urgent issues and encouraged the patient to call for assistance if needed. No additional information, details, or dates were available. The infusion was continuous, but the set flow rate and volume delivered were unknown. The position of the pump when the alarm occurred was also unknown. The current IV remodulin premix dose was 104 ng/kg/min. The reported product fault occurred while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The pharmacy did not replace the product. Concomitant products used was c-treprostinil 0.2mg/ml (pap). The patient had a backup product and was able to successfully continue therapy. The therapy was life-sustaining. The outcome of the event was resolved. Patient is a female.